Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor was damaged. The customer's blood glucose level was unknown. The customer reported that sensors were inserted bit they could not measure sensor glucose value. They reported that when the sensors were checked after the sensors were removed, the electrodes were short. The sensor will be returned for analysis.